Event description:
It was reported that there was high threshold on left ventricular (lv) lead. The lead remains in use. No patient complications have been reported as the result of this event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 694958 implantable tachy lead (B)(6). (B)(4).

Event description:
It was additionally reported that the left ventricular (lv) lead worsened over time because the lead pulled back from the implanted position.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.